Event description:
Customer reported nurse seeing bubbles in the primary bag after hanging the secondary bag. Customer reported the primary infusion was .9nacl and the secondary infusion was protonix 40 mg. One used primary IV set with back check valve was returned for investigation. This event is deemed reportable based on new information received on 10/14/2008. Investigation is ongoing. Follow up report will be filed when complete.

Manufacturer narrative:
.